Event description:
The sales representative reported a revision surgery due to dislocation of the hip. The surgeon removed the omni femoral head and implanted a new one. The removed implants were sent to hospital pathology and were not returned to omni. The original implant surgery was on (B)(6) 2002 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the implant was not returned for examination and therefore omni could only use the invoice info to confirm the lot numbers of the product reported. Based on the info provided, a review of mfg lot records was performed and there was no evidence in the files that showed a correlation that would likely result in dislocation. All implant lot records of the explanted product were reviewed and there were no deviations.